Event description:
We received an allegation about a potential delay in results during an interoperative surgery since the cobas e 801 analytical unit was not working. The customer observed multiple "reagent cap open/close" alarms on the day of the event. The customer attempted to reset the instrument, but it was not working, and no samples were tested. The customer alleged an interoperative parathyroid hormone (pth) surgery had reportedly been supposed to start 15 minutes prior, and alleged that the patient was "probably under anesthesia".

Manufacturer narrative:
The field service engineer (fse) checked the instrument and found a mechanical jam. He maintained, cleaned, lubricated, removed stuck reagent packs from the reagent jacket, and adjusted the cap. He then performed resets and reagent registration with successful results. The fse verified that the instrument was performing within specifications. The customer resumed routine operations. No further alarms or abnormalities were observed. The investigation is ongoing.